Event description:
It was reported that the patient presented to the clinic for a routine follow-up evaluation. During device interrogation, noise and oversensing was observed on the right ventricular (rv) lead. Programming adjustments were recommended to the managing clinician to address the finding. The patient remained asymptomatic, and no adverse clinical effects were reported. No further information is available at this time.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.